Event description:
It was reported that this right ventricular (rv) lead became dislodged after initial implantation. It was successfully repositioned later that day. No additional adverse patient effects were reported.